Manufacturer narrative:
The unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that a fourth of the reservoir compartment tube lip cracked off. A piece of the battery compartment was also missing a chunk. The patient's blood glucose at the time of incident is unknown. The customer did not know how the physical damage occurred. The insulin pump was returned for analysis.